Manufacturer narrative:
No clear information was received for the cause of the revision surgery. Investigation showed the produced device met specifications and no problem detected for the complaint was found based on the available information.

Event description:
Surgeon stated he will remove the current plate and replace it. No further details are available.

Manufacturer narrative:
Investigation ongoing; rc unknown.

Event description:
Surgeon stated he will remove the current plate and replace it. No further details are available.